Event description:
Event: catheter broke. It was reported that while removing the device it became lodged in the graft. The device was stuck just before the hooks in the limb. The physician continued to pull, and the catheter broke five inches outside of the native vessel incision site. The physician removed the sheath, and the catheter was visible. A 12 french sheath and a 7mm balloon were used to open the limb distal to the jacket guard, and the physician was able to remove the balloon catheter and jacket guard from the graft without incident.